Event description:
One of mitek's product managers (B)(4) is reporting via an e-mail, that during a phone conversation, a surgeon (dr (B)(6)) stated to him that he had a recent experience where the inserter tip of a helix inserter broke off into the anchor and remains therein captured within the bone hold. This procedure was an arthroscopic shoulder repair and although the fragment was not able to be retrieved from the body, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Although the complaint device is not being returned for a failure analysis, this type of failure has historically been attributed to user technique. The damage described in the complaint is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. In this particular instance, the surgeon denies having used the instrument in the historical hypothetic manner. Outside of our historical hypothesis, we cannot discern any other root cause for the reported failure mode. The phenomenon is under study by the mitek qae group and whenever possible, relative failure mode devices will be forwarded to the group to subsidize their study. Currently, the engineering team is working on several solutions to greatly reduce if not eliminate the occurrence of this failure mode. At this point in time, no corrective action is required. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.